Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set could not be disconnected from the bag. When connected, it would not infuse solution. This issue occurred during use with patient involvement. The set was changed the next day. There was no patient injury or medical intervention associated with this event. No additional information is available.